Manufacturer narrative:
The reported event could be confirmed. In the related ti 4874 / 17, it was stated: primary hemi mandibular reconstruction plate, left, 5+17 hole, with template - broke postoperatively and was returned in order to determine the root cause of the failure. The sample was examined regarding its dimensions, chemical composition (edx analysis) and by light and scanning electron microscopy. The dimensions are in accordance with the specification. The chemical composition conforms to the specification of ti grade 2. The investigation shows that the plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The partially strong plastic deformation with material bulging next to one breakage area also pointed to too high forces which acted on the plate during the application. The investigation with sem shows on the fractured surface the appearance of a low cycle fatigue rupture. Much evidence of forced rupture and secondary cracks also exist. In addition swinging lines of a fatigue breakage are visible to some extent. The root cause of the failure could have been one or repeated powerful dynamically overload of the fracture area of the plate. Indications for material or manufacturing related problems were not found in this investigation. Furthermore in the event description, it was mentioned that during the initial case, a fibula flap was used that ended up failing. Therefore the flap was removed but the plate was left inside the patient. In this case the primary reconstruction plate was used for a secondary reconstruction. In the instructions for use, it is recommended that: primary reconstruction plates (gold color) are not intended for use in secondary reconstruction applications. Also, in the related brochure, leibinger universal 2 (9410-400-184, 2011), it is stated that primary recon plates (color-coded gold) are for the following indications: for the fixation of microvascular grafts only (eg. Fibula, radius, scapula, iliac crest) in a single step reconstruction after resection of a tumor, osteomyelitis or osteonecrosis for the internal fixation of comminuted mandibular fractures. Therefore the postoperative plate fracture was caused by an overload condition due to an off label use.

Event description:
The stryker sales representative reported that a revision surgery was performed after a 1.5mm hemi left mandible plate broke in two places. The customer reported that the initial case was done at another hospital where they had used a fibula flap with the plate; however, the bone flap ended up failing so it was removed and only the plate was left.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
The stryker sales representative reported that a revision surgery was performed after a 1.5 mm hemi left mandible plate broke in two places. The customer reported that the initial case was done at another hospital where they had used a fibula flap with the plate; however, the bone flap ended up failing so it was removed and only the plate was left.